Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information including patient's demographics requested, but was not provided.

Event description:
It was reported that the IV tubing set leaked. This was discovered when the rn hung blood on one side and normal saline on the other. The IV tubing set was running for approximately two hours, when the nurse re-checked, there was medication on the floor and a hole was noted by the pump segment.